Event description:
Customer reported experiencing repeated occlusion alarms, specifically alarm 2 followed by alarm 26. Despite this, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer changed pump supplies to address the issue. A replacement pump was sent to the customer to resolve the issue.